Manufacturer narrative:
Occupation is non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were getting a shock down their leg and it was very painful. The patient stated that this happened after a battery replacement. No further complications were reported or anticipated. Indications for use are gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.